Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 and their l5 lead was explanted and replaced due to migration.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 kit implantable slim tip lead, 50cm; however, it is unknown which kit implantable slim tip lead, 50cm, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10227574.

Event description:
It was reported that the patient's lead is not working. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.